Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include the fact that six years and three months passed since the subject device was manufactured, the fault could have been caused by age deterioration.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s report was confirmed. The quantum board (qb) was found defective causing the reported issue. No other issues were observed during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported image issues while using a liquid crystal display (lcd) monitor. When they turn on the monitor, the screen is blank and unresponsive until it warms up after 5-10 minutes. There was no patient harm or injuries reported. No additional information has been obtained.